Event description:
It was reported that the zimmer air dermatome was not working properly. Add'l clinical f/u info received on (B)(6) 2010 indicated that when the rn turned on the unit the power seemed sub-normal and graft was imperfect. The nitrogen was increased to 150 but they were still unable to obtain a usable graft. A second device was obtained to harvest an add'l graft to complete the procedure.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.